Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery alarms or occlusion anomalies noted during testing. Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and hardware low level failures alarm. The customer¿s blood glucose during the incident was unknown. The device was no longer alarming for high or low glucose alerts. The device alarmed multiple hardware low level failures during self-test. The customer also reported that the device alarmed insulin flow blocked. The customer was advised that the insulin pump will need to be replaced. The customer to revert to backup plan per health care professional instructions. The device will be returned for analysis.